Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the latch cover was contacting the latch mechanism which did not allow the siderail to latch. The technician repositioned the latch cover to repair the bed.